Event description:
Patient with c/o painful and loose right tka. Explanted hardware: tibal base plate and poly. Patient, approximately 9 years ago, had a total knee arthroplasty on the right. That arthroplasty performed well until approximately 1 year ago when she began to have discomfort and she presented for evaluation. She was seen to have subsidence of the posterior part of the tibial component. She had significant discomfort but some of her discomfort was possibly coming from her back and so she was evaluated for her spine problems, and finally it was determined that a significant amount of her discomfort is coming from her knee. Since there was a clear diagnosis of loosening, she was offered a revision total knee arthroplasty. Revision was to revise the tibial component or whatever else is necessary at the time of surgery. From operative report: the component was clearly loose having subsided into the top of the tibia and the component was removed.what was the original intended procedure?knee revision.device #1is this a laboratory device or laboratory test?no.